Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) tip was damaged while removing from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the returned neuron max was damaged at the distal atraumatic tip. The device was kinked approximately 63.0 cm, 75.0 cm and 76.0 cm from the hub. Conclusions: evaluation of the returned neuron max revealed a device with a damaged distal atraumatic tip. If the packaging mandrel is loose from the packaging tape during retraction of the device from its packaging, it may pin the device between the packaging mandrel and the packaging tube. If the pinned device is forcefully retracted, the distal atraumatic tip will likely become damaged. Further evaluation revealed kinks on the device. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.